Manufacturer narrative:
Device sample not received by MFR in time for this report. DHR investigation did not show issues related to complaint. A visual or functional inspection could not be conducted since the product was not returned. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The MFR will continue to monitor and trend relating complaints.

Event description:
The event is reported as: alleged issue reported: customer called to report that when using this device, the staples are coming out irregularly where the ends are not closing or meeting like they should. The staples were removed from the pt and another stapler was used without any further incidence. No injury reported. Pt condition reported as fine.